Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6) and tested on advia centaur xp confirmatory testing. The initial result was "invalid" and upon repeat, the result confirmed (B)(6). A redraw sample was tested for (B)(6) and the result was (B)(6). Advia centaur xp confirmatory testing was performed on the redraw sample and it was redilute. Repeat testing was performed with a 1:50 dilution on the confirmatory assay and the result was not confirmed. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The data indicates possible contamination of the initial sample for the result of "invalid" and upon repeat provided the "confirmed" interpretation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."